Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Hold for ac 4/11 when the company representative visited the hospital regarding fsn on (B)(6) 2023, it was noted that a follow up after 6 months implantation was performed (B)(6) 2022. The battery impedance was 0.60 ko and the battery curve was normal.